Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: during investigation, a review of the black box showed that the last basal delivery was on 04/09/2014 and the last bolus delivered was a 1.50u bolus on 04/08/2014. The black box and alarm history showed no warnings or alarms related to the complaint. The total daily doses calculated correctly and reflected the user¿s programmed basal rate. The returned battery cap was able to fully attach to the pump and was used to complete all testing. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was not working properly. The patient¿s blood glucose was noted to be running ¿high¿ with no signs or symptoms reported, which does meet the animas criteria for an adverse event. There was no additional information available for this complaint. Multiple attempts to contact the reporter were made by customer technical support to follow up with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.